Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had shut down unexpectedly. The device was in clinical use when the issue occurred. No patient or user harm reported. Investigation is ongoing.

Manufacturer narrative:
H10: a philips service engineer (se) replaced the power management board to resolve the issue. It was reported that the device was corrected, and returned to service with no restrictions on usage.